Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable estradiol results for two patients on their e-module. The customer stated the estradiol results of both patients were reported to a doctor. The first patient's initial estradiol result from the e-module was 973 pg/ml. The sample was tested on an architect analyzer and the result was 697 pg/ml. The sample was tested on a centaur analyzer and the result was 681 pg/ml. On (B)(6) 2013, the second patient, a woman (B)(6), had an initial estradiol result from the e-module of 411 pg/ml. The sample was tested on an architect analyzer and the result was 281 pg/ml. The sample was tested on a centaur analyzer and the result was 292 pg/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patients were harmed by any action taken. The estradiol reagent lot number was 172078 and the expiration date was 01/30/2014.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Patient samples were not available for investigation. The calibration and quality control results were within expectations. A general reagent issue could not be found.